Manufacturer narrative:
Infutronix is waiting for the response from the end user regarding the device return status.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "I noticed the black bag was wet and had white sediment on it." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.